Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that this patient was hospitalized with hypertension, atrial fibrillation, congestive heart failure and a pd catheter (not a fresenius product) infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon reviewing the information in the intake and follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following drain complications during pd therapy on the liberty select cycler at home. Concerning the patient¿s concomitant hypertension, atrial fibrillation and congestive heart failure, it was affirmed these adverse events were not the result or exacerbated by a deficiency or malfunction of any fresenius product(s) or device(s). Diagnostic laboratory results for the patient¿s infection were not provided; however, the patient was diagnosed with peritonitis due to an unknown etiology with no further information about the initially reported catheter infection. The patient was prescribed intravenous vancomycin at 1000 mg three times a day for two weeks to address the infection while hospitalized and post-discharge. The patient was transitioned to hemodialysis (hd), presumably on a hospital provided hd machine (unknown brand and model) during this admission. The patient was discharged from the hospital on (B)(6) 2026. Though the exact cause and nature of the patient¿s infection were unknown, it was reported that their infection and the associated hospitalization were not likely the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as they continue hd therapy on an in-center basis with the potential to return to pd therapy following pd catheter evaluation.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that this patient was hospitalized with hypertension, atrial fibrillation, congestive heart failure and a pd catheter (not a fresenius product) infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon reviewing the information in the intake and follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following drain complications during pd therapy on the liberty select cycler at home. Concerning the patient¿s concomitant hypertension, atrial fibrillation and congestive heart failure, it was affirmed these adverse events were not the result or exacerbated by a deficiency or malfunction of any fresenius product(s) or device(s). Diagnostic laboratory results for the patient¿s infection were not provided; however, the patient was diagnosed with peritonitis due to an unknown etiology with no further information about the initially reported catheter infection. The patient was prescribed intravenous vancomycin at 1000 mg three times a day for two weeks to address the infection while hospitalized and post-discharge. The patient was transitioned to hemodialysis (hd), presumably on a hospital provided hd machine (unknown brand and model) during this admission. The patient was discharged from the hospital on (B)(6) 2026. Though the exact cause and nature of the patient¿s infection were unknown, it was reported that their infection and the associated hospitalization were not likely the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as they continue hd therapy on an in-center basis with the potential to return to pd therapy following pd catheter evaluation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by drain complications during pd therapy. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication of a causal or contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Though diagnostic laboratory results were not reported, a decrease in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.